Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right revision to treat loosening of the tibial tray. Upon entering the joint, the surgeons identified and excised significant periarticular scar tissue. The femoral component was well-fixed but revised. Upon removing the femoral component, the surgeon identified an anterior femoral bone defect. The tibial tray was loosened and completely debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella retained. The patient was revised with unknown components. The procedure was completed without complications. Doi: (B)(6) 2016 (cement, tibia, femur, and patella). Doi: (B)(6) 2017 (insert). Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 19 dec 2019 . 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 feb 19. The powder component was subject to marginal overdose during sterilisation which was confirmed to have no impact on the product performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.